Event description:
The customer reported that while running an hiv-1 p24 antigen assay, summit sample handler, did not pipette reagent into well positons e9, f9, g9, h9 and no error message was given. A field svc engineer was dispatched and could not duplicate the event. Fse replaced plunger clamps and black sleeves in positions 9, 10, 11 and 12. No death or serious injury was associated with this event.